Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure the image on the endoscope was dark. No patient involvement was reported. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: scholly assessment showed that the tube shaft shows mechanical deformation, the optical components are dirty and the cover glass has deposits, wash outs, & autoclaving traces.